Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels about the same time as she was having trouble with the introducer needles bending. Customer's blood glucose level was running around 300 mg/dl and 500 mg/dl. The customer was bolusing with the insulin pump. The device was not returned.